Event description:
Reportedly, during a jones fracture (5th metatarsal) procedure, two k-wire tips were initially inserted into the cortical shell of the proximal fifth metatarsal. However, as the surgeon was trying to modify the trajectory of the wire in situ, the wire tips snapped off. The k-wires are manufactured from implant grade 316lvm stainless steel.

Manufacturer narrative:
The investigation was limited due to the lack of traceability and clinical information. The lot numbers for the k-wires which were utilised in the surgical procedure were not available, thus batch record reviews were based on the lot numbers provided to the hospital during approximated timeframes. Review of the device history records confirmed that the products which were supplied in the identified time periods were in conformance with ortho solutions specifications. None of the devices were returned, thus visual inspection was not undertaken. The root cause for the k-wire breakages may be attributed to use error in excessive modification of the wire trajectory in situ which increases the likelihood of device fracture. Based on the product failure rate and the results from the investigations conducted, there are currently no corrective actions to be taken. This complaint will however be monitored through ortho solution's post market surveillance procedures for re-occurrence and any evidence of negative trend.

Event description:
Reportedly, during a jones fracture (5th metatarsal) procedure, two k-wire tips were initially inserted into the cortical shell of the proximal fifth metatarsal. However, as the surgeon was trying to modify the trajectory of the wire in situ, the wire tips snapped off. The k-wires are manufactured from implant grade 316lvm stainless steel.